Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump has a scratched lens, bubbled down stream occlusion. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the downstream occlusion sensor was bubbled. The reported issue was confirmed during the investigation. The cause of the reported issue was not identified during the evaluation. The downstream occlusion sensor seal was replaced. As the device was beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously., corrected data: h6: health effects. B3: unknown; no information has been provided to date.